Manufacturer narrative:
(B)(4).

Event description:
The patient was using a passymuir valve. During use the tracheostomy cuff was deflated and later the cuff re-inflated itself. The tube was removed and replaced. There was no patient harm.